Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 15,000 joules during a prostate procedure. The procedure was continued with a second fiber, which was also reported (ref MFR report# 2937094-2012-00408). It was reported that after the failure of the second fiber, the procedure was abandoned. Details regarding how the case was completed were not provided. The MFR has requested add'l info, which has not been obtained. There was no report of pt injury.

Manufacturer narrative:
(B)(4).